Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used in the ureter during a stone manipulation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a basket wire broke and detached. The basket wire was retrieved and another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used in the ureter during a stone manipulation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, a basket wire broke and detached. The basket wire was retrieved and another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of the basket wire break. Block h10: visual analysis of the returned device found the distal end of the sheath is torn (missing distal edge) and bent. The internal components of the device was inspected and found no broken wire. The basket assembly was present at distal end of the basket-wire assembly; however, the basket was bent. The overall length of the sheath was measured and the dimension was found out of specification due to the stretched sheath. Functional inspection found the basket failed to open due to the sheath severely damaged at distal end. As per complaint information the issue occurred during procedure, and it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use could have bent the sheath and basket wires (distal section); also force applied to the device during procedure can lead to tear and stretch the sheath. Once the sheath is bent/torn/stretched the basket would not be able to open as expected. During manufacturing the devices are inspected in order to confirm sheath is free of kinks in straight configuration by running fingers along its length; if the sheath is kinked, the part is scrapped. Also the basket extension/retraction is confirmed in this procedure, which would detect any damage in the basket wires. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. However, the reported issue of the basket wire breaking and detaching cannot be confirmed; therefore, the investigation conclusion code is no problem detected.